Event description:
It was reported that during an atrial fibrillation procedure using a faradrive sheath, during preparation, the hemostatic valve of the sheath was leaking air. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported leak was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed both valves torn which compromised the valves ability to seal pressure and fluid within the sheath. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during an atrial fibrillation procedure using a faradrive sheath, during preparation, the hemostatic valve of the sheath was leaking air. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.